Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event for noise was confirmed. A partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation adjacent to the connector boot. The cause of the reported event was due to full breach outer insulation degradation. No other anomalies were found.